Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester reports discrepant results: on (B)(6) 2010, inratio: 3.4, lab: 2.5 (results approx 2 hours apart). On (B)(6) 2010, inratio: 3.2, unk meter: 1.9 (results 5 minutes apart). Pt's therapeutic range is 1.9 - 3.1. Pt usually has to milk fingers. Sometimes blood smears on the strip.